Event description:
Nurse was moving overbed table closer to patient. The extending table was not locked into the open position and the table began to close when moved. The patient's break-fast tray was pushed off and hot tea spilled on the left hip. A 2 cm. X 1 1/2 cm. Blister was noted. A resident who evaluated the patient determined no medical treatment was required other than application of a cool wash cloth for comfort. Investigation of incident and follow-up of patient's condition at a rehab facility revealed burn medication and dressing changes were required for the burn.